Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging flu-like symptoms, cough, bacterial infection. The doctor prescribed antibiotic and anti-allergic medicines. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.